Event description:
Procedure type: hemicolectomy. According to the reporter: the product ring did not squeeze in a proper way during the procedure. Or time did increase by more than 30 minutes due to the incident, but there was no re-operation or additional bleeding.